Event description:
Information has been obtained indicating that the patient presented with a failure of the locking pin, as confirmed by x-ray analysis. It has been reported that the rod did not lengthen as anticipated. Consequently, all lengthening procedures have been suspended pending the establishment of definitive fusion.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been provided.